Event description:
It was reported that on 04 november 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The patient had an existing moderate pericardial effusion at baseline. Initially during the procedure, two non-abbott left atrial appendage closure devices were attempted to be deployed but failed after multiple attempts. Then, the decision was made to attempt to implant the 20mm amplatzer amulet occluder. The transseptal puncture was inferior mid. During the procedure, the device was partially recaptured twice after three deployments, and then the device and sheath were removed. A worsening circumferential pericardial effusion was noted. Protamine was administered. A pericardiocentesis was performed, and the effusion was drained. However, the situation continued to worsen, so the patient was moved to the operating room and converted to open heart surgery. A small tear was found at the distal end of the appendage, which was sewn and sealed with a non-abbott device. On (B)(6) 2024, the patient was recovering and was reported to be in stable condition. Hospitalization stay was extended. It was unknown if the pericardial effusion and perforation were caused by the amulet or one of the non-abbott devices used in the beginning of the case.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The patient had an existing moderate pericardial effusion at baseline. The patient was administered 10,000 units of heparin during the procedure, and the patient's activated clotting time (act) level was 343 seconds. The patient was in normal sinus rhythm. Initially during the procedure, two non-abbott left atrial appendage closure devices were attempted to be deployed but failed after multiple attempts. Then, the decision was made to attempt to implant the 20mm amplatzer amulet occluder. The transseptal puncture was inferior mid. During the procedure, the device was partially recaptured twice after three deployments, and then the device and sheath were removed. A worsening circumferential pericardial effusion was noted. Protamine was administered. A pericardiocentesis was performed, and the effusion was drained. However, the situation continued to worsen, so the patient was moved to the operating room and converted to open heart surgery. A small tear was found at the distal end of the appendage, which was sewn and sealed with a non-abbott device. On (B)(6) 2024, the patient was recovering and was reported to be in stable condition. Hospitalization stay was extended. It was unknown if the pericardial effusion and perforation were caused by the amulet or one of the non-abbott devices used in the beginning of the case.

Manufacturer narrative:
An event for patient effects of perforation and pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The investigation was unable to determine a cause for the reported pericardial effusion and perforation. The reported hospitalization, unexpected medical intervention, and surgical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.